Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level from (40 mg/dl-50 mg/dl). The customer consumed glucose tablets to address low bg level. The customer stated to be waking low since (B)(6) 2016 due to time of day being incorrect. During troubleshooting with tandem technical support, review of the pump data did not indicate pump time had changed and had been set incorrectly. The customer stated that this may have occurred. The customer was able to adjust the pump time to the correct setting.